Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned device consisted of a watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically and tactile inspected. Inspection revealed a kink in the sheath located 4.5 cm from the tip and there was tip damage (delamination/torn/stretched). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018 it was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. After the atrial septal puncture, a watchman® access system (was) was advanced and became kinked. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's current status is stable. However, device analysis revealed that inner liner delamination occurred.